Manufacturer narrative:
This is a correction supplemental report to indicate that section h1: 'summary report' and 'number of events summarized' fields in initial MDR MFR # 3008881809-2021-00090 were inadvertently filled and should not contain any data.

Event description:
Analysis of the returned device noted that the main coil had prematurely detached during use. No consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the proximal contact wire was intact and the coil delivery wire was kinked, main coil was stretched and suture was damaged. The main coil was observed to be manually detached thus functional test could not be carried out. No other anomalies were noted. Information available indicated that the device was main coil was pushed/pulled against resistance during repositioning inside the microcatheter causing stretching and suture damage on the main coil and resulting in premature separation from the delivery wire. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil had prematurely detached during use. No consequences to the patient were reported.